Event description:
It was reported the pt's (B)(6) stimulation coverage was inadequate as he was no longer receiving coverage in the required area (middle of chest). An x-ray was taken which revealed lead migration. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.